Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was over 500 mg/dl at the time of hospitalization. The cause of the hospitalization was from diabetic ketoacidosis. The customer also reported experiencing shortness of breath and vomiting. The customer also reported having a bent cannula with the infusion set. Customer also reported a lack of alarms when their infusion set was faulty. The customer was hospitalized for three days as a result. The customer was wearing the insulin pump at the time of hospitalization. Customer declined to troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.